Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like the device had stopped working on 2 occasions, the first being when she slipped on ice. The patient stated they adjusted stimulation and it seemed to be working again. The patient stated about 2 weeks ago they felt like the device stopped working again. The patient tried to make adjustments prior to calling but were unable to connect to the ins. During the call they saw ¿device not responding¿ but were able to connect after repositioning the communicator. The patient stated they would adjust stimulation as their equipment was working as intended. No further complications were reported.